Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that after she input a bad calibration, the sensor readings were off and the insulin pump was threshold suspending while her blood glucose was normal. The customer stated her blood glucose was around 155 mg/dl to 160 mg/dl and the sensor glucose reading at that time was possibly 280 mg/dl. Prior to inputting the bad calibration, the customer had received a lost sensor alarm. Nothing further was reported.